Event description:
It was reported patient underwent a distal radius fixator procedure on (B)(6) 2013. During the procedure, the tip of the driver fractured off in the locking shaft screw. The fractured tip remains in the patient. A 40-50 minute delay occurred in the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay device manufacture date, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Manufacture date ¿ unknown. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
This follow-up report is being filed to relay correct lot number.

Manufacturer narrative:
Examination of returned device found evidence of product nonconformance. Evaluation of returned device found implant to be out of design specifications. A corrective action has been issued to the supplier to address the nonconformance.

Manufacturer narrative:
This follow-up report is being filed to relay correct lot number.